Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited failure to interrogate. No intervention was performed and the patient condition was unknown.